Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly and an unspecified alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump was not alerting when going high not made any sounds for the alert even though audio and vibrate options are turned on and unexplained no delivery alarms even though site was fine and not blocked. The insulin pump will not be returned for analysis.